Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged. The ra lead was successfully repositioned with good measurements. No adverse pt effects have been reported.